Event description:
It was initially reported by company representative: "patient blocked in high position on the device. It seems that the cover battery was not conformed and the water came under the cover causing device malfunction." Reference MFR report # (B)(4).